Event description:
Patient reported that the expiration date, printed on the strip vial, is 8/31/2006. According to the manufacturer's electronic inventory system, the corresponding lot expired on 8/31/2003. No patient injury was reported. Quality control testing had not been performed on the system. Technicial support requested the return of the suspect product and replacement product was shipped.